Event description:
Complaint is reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The procedure treated the 75% stenosed target lesion located in the moderately tortuous left circumflex artery. There was no vessel calcification. The physician advanced a 2.25x16mm promus element plus stent for treatment but was unable to cross the lesion. No procedure delay or patient complications were reported and the patient status is good. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified proximal damage. Struts on the first three rows on the proximal end of the stent were bunched together and some struts were raised up. The damage caused the stent to move distally on the balloon by 2mm. This damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The hypotube was kinked at 157mm and 200mm distal to the strain relief. Another kink was noted in the lumen 300mm proximal to the exit port. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).